Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and got damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.